Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No frozen display was noted. The time advanced properly. No time anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a broken belt clip slot.

Event description:
It was reported that the customer's insulin pump had a frozen display. The customer's blood glucose was 141 mg/dl. The customer stated that there was not response from any button. The customer stated the time clock did not change. The customer's display was not blank however. The customer inserted a new battery, but the buttons were not working well. Advised that a replacement insulin pump would be sent. Asked customer to return their insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.